Event description:
Per registry: this patient was admitted to the hospital with a chief complaint of fatigue, dyspnea, and a positive functional study. The patient was taken electively to the cath lab where angiography revealed a de novo, 80% 14mm, ostial lesion in the lma, a chronic total occlusion (cto) of the previously placed ave stent in the distal rca, two 70% stenoses in both the proximal and mid-rca, a 50% stenosis in the posterolateral branch, and a cto of the right pda. In the first phase of a staged procedure, heparin and integrilin were administered via IV. The lma was predilated (balloon unknown) and a 3.5 x 18mm cypher stent was successfully implanted with 0% residual stenosis and timi iii flow. The patient was discharged in stable condition, to the post procedural unit for observation and recovery. Two days later, the patient returned to the cath lab for phase two of the staged procedure. Again, heparin and integrilin were administered. Angiography confirmed that the cypher stent placed in the lma was patent and without thrombus. A 7fr jr 4 guiding catheter and a miracle 3.0 guidewire were used to access the vessel. There was great difficulty wiring the vessel across the cto in the distal rca. The distal lesion was predilated with a 1.5 x 20mm maverick balloon and a 2.5 x 20mm balloon. The lesion demonstrated significant recoil. A 3.0 x 28mm cypher stent was deployed in the distal rca to 18 atms. Attempts to advance the wire into the right pda were unsuccessful. The physician then turned his attention to the proximal and mid-rca lesions. The lesions were predilated with a 2.5 x 21mm maverick balloon. A 3.5 x 33mm cypher stent was positioned to cover both lesions and was deployed to 18atms. The stent was post dilated with a 4.0 x 20mm maverick balloon with several overlapping inflations. There was 0% residual stenosis and timi iii flow throughout. The patient was discharged from the hospital five days later with orders for plavix (for up to one year) and permanent aspirin therapy. One year later, the patient returned to the hospital with recurrent chest pain an unstable angina. Angiography revealed that the 3.5 x 33mm cypher had a 10% luminal narrowing, the 3.5 x 18mm cypher stent had a 20% luminal narrowing and the 3.0 x 28mm cypher stent placed in the distal rca (in stent) had a 95%, focal (8mm), concentric, type a, instent restenosis, as well as other previously documented severe coronary disease. Angiomax was administered according to protocol. A 6fr fr4 guiding catheter and a choice extra support guidewire were used to access the vessel. The lesion was predilated with a 2.75 x 10mm cutting balloon inflated up to 10 atms. Another 3.0 x 18mm cypher stent was positioned within the previously overlapped aev and cypher stents and was deployed up to 19 atms. Residual stenosis was 0% with timi iii flow. The patient was discharged in stable condition with orders for continuation of aspirin and plavix. Additional information will be submitted within 30 days of receipt.